Manufacturer narrative:
Customer notification has been distributed to (B)(6) customers and sent to the pmda. FDA report of correction and removal was filed (B)(4) 2001 ((B)(4)). Add'l MFR. Narrative: a review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. Visual inspection of the returned catheter revealed the distal tip assembly was broken off and missing approximately 2.8cm. The rest of the catheter measured 168.8cm long. Fluid was observed inside of the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. During image characterization testing, a good square image appeared in the system and the product performed within specification. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. According to the event description, the device was not used inside a patient and the tip break occurred within the hoop. The device labeling and directions for use (dfu) revealed the risk of tip detachment is included within the labeling of the product. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
An intravascular ultrasound (ivus) catheter was being prepped for use in a percutaneous coronary intervention (pci) procedure. Without removing the device from the protection hoop, the ivus catheter was flushed, tested and no image appeared. The ivus catheter was not loaded onto a guide wire and was outside the patient. The physician prepped a new ivus catheter and successfully completed the case. Sometime after the case, the physician attempted to re-test the ivus catheter and upon removing the ivus catheter from the hoop found the catheter had no distal tip, inclusive of the guidewire exit port, however it did produce a good image. The tip was not located by the facility.

Event description:
An intravascular ultrasound (ivus) catheter was being prepped for use in a percutaneous coronary intervention (pci) procedure. Without removing the device from the protection hoop, the ivus catheter was flushed, tested and no image appeared. The ivus catheter was not loaded onto a guide wire and was outside the patient. The physician prepped a new ivus catheter and successfully completed the case. Sometime after the case, the physician attempted to re-test the ivus catheter and upon removing the ivus catheter from the hoop found the catheter had no distal tip, inclusive of the guidewire exit port, however, it did produce a good image. The tip was not located by the facility.